Event description:
Reporter stated that pt had been receiving elevated blood glucose results ( 200 mg/dl), while using the suspect device. Reporter indicated that, based on the elevated results, pt's physician recommended doubling the dosage of their oral diabetic medication. Reporter stated that, on the day of the event, pt was found in their bathroom, disoriented and not feeling well. Reporter indicated that they provided pt with orange juice, and transported pt to the hosp emergency room for additional treatment. Upon arrival in the emergency room, pt's blood glucose reportedly measured 60 mg/dl. Reporter stated that pt was treated with an injection and intravenous fluids (contents not provided). Reporter noted that pt remained hospitalized for 3-4 days. Pt's current condition: good. Quality control testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.